Event description:
In the early summer of 2025, the ohmniclean uv-c device, manufactured by ohmnilabs (ohmnilabs.com), started a fire at the (B)(6) medical center. The fire caused significant smoke damage on the 1st floor of (B)(6) medical center. The ohmniclean device was improperly promoted to the (B)(6) for use as a whole room microbial reduction device (product code qxj) but has not been cleared by the FDA for use in a hospital. The event went un-reported to maude. The location of the fire was (B)(6) medical center, main phone: (B)(6).